Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead migrated and patient experienced rib pain. X-ray confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019 during which the lead was repositioned. Post-operatively, the issue resolved.